Event description:
On (B)(6) 2007, pt had laparoscopic right hemicolectomy. Product used was gia and one reload. On (B)(6) 2007, pt returned to operating room with spd obstruction secondary to walled off anastomotic leak. Dr. Stated leak was on reload side of anastamoses.